Event description:
It was reported that the patient was frustrated after surgery and wanted the device out right away, even though the patient said it was working. The patient turned up the stimulator, and her vagina hurt resulting in the patient going to the ER. The patient had experienced a jolting sensation. The patient had kept the device on and seemed happy and comfortable. The device was removed by the physician due to the patient wanting the device out as soon as possible. An impedance check showed that all circuits were good the day of explant.

Manufacturer narrative:
Product ID 3889-28, lot# va006yw, product type lead; product ID 3037, serial# (B)(4), product type programmer, (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 3058, serial#: (B)(4)) found no anomaly. Good, stable output was measured on electrode pairs that the ins had when received. Analysis of the lead (model#: 3889-28, lot#: va006yw) found no anomaly. No shorts were measured between circuits.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.